Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Initial surgery was done with chs for the femoral neck fracture. After the surgery, it was found through x-rays that two of the screws were backed out. Another surgery will be performed later.